Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging half kidney removed. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on may 05, 2023 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging half of the kidney has been removed related to a CPAP device's sound abatement foam. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated by the manufacturer and using a known good power supply and power cord, they was able to confirm the device powered on and provided airflow. The manufacturer inspected the device externally and internally, observed dust/dirt contamination on top and bottom enclosures, ui sd cover flip door, accessory module flip door, panel , rear panel, blower, blower box, blower outlet seal, blower grommets, control dial, rear panel o ring, p4 power connector, dc ack color insert, unknown contaminate on outside of the rear panel, inside of the top enclosure, inside of the ui panel, inside of the rear panel, inside of the bottom enclosure. Liquid ingress with mineral deposits were observed on the blower, a contaminate consistent with keratin was observed on the blower box. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found three error codes. The manufacturer concludes that they were not able to directly address the patients symptoms and there was no evidence of sound abatement foam degradation. They did observe dust/dirt contamination in the airpath, likely from a source external to the device. Sections d8, d9, h2, h3, h6 has been updated in this report.